Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the report of olympus india, omsc surmised there was the possibility this phenomenon was attributed to reaching the end of the xenon lamp service life due to using and lighting the subject device for a long time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to weak examination lamp. Olympus (B)(4) recommended to the user the examination lamp replacement. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the spare lamp error which indicated the emergency lamp was in use, was coming. There was no report of patient injury associated with the event.